Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with a leak while in the patient anatomy. There was a bend in the hypotube noted. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a hole in the outer member 6.2 cm proximal to the proximal balloon seal. There was a longitudinal scratch at the hole for a length of 1 cm proximally. There was no rupture noted to the balloon as reported. It is likely that the hole in the shaft was what was perceived by the account as a rupture. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. Since there was no report of any leaks or damage noted during preparation for use, this suggests that the shaft was not likely damaged prior to use. The patient anatomy was moderately calcified, which likely contributed to the difficulties. It is likely that the shaft was damaged (scratched) during interaction with the calcified lesion, resulting in the tear in the shaft during inflation. Analysis noted peeling on the proximal balloon taper which was not initially reported with the incident information. The balloon peeling appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during advancement in the lesion. It is possible that the balloon may have scraped against the calcified lesion, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. The noted tear in the shaft appears to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. All products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release.

Event description:
It was reported that the lesion was a bifurcation in the mid left anterior descending. A 2.0 x 20 mm voyager and a 2.75 x 20 mm voyager nc were used to perform post dilatation using the kissing balloon technique. When the pressure reached 12 atmospheres (atm), blood was noted in the 2.75 x 20 mm voyager. The balloon was withdrawn and another of the same size was used to complete the procedure successfully. No patient effects were reported. No additional information was provided.